Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that portions of the touchscreen became unresponsive to presses. Customer had elevated blood glucose levels (334 mg/dl). Customer indicated they will continue to use the pump for insulin therapy.